Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior leaflet. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped both leaflets fine. However, tension on the valve occurred from the grasp and a new medial jet was observed. The leaflets were un-grasped to examine the valve further and tension was released by advancing the clip slightly toward the left ventricle. A small perforation in the posterior leaflet was observed. Therefore, the cds was removed with the clip attached and the procedure was aborted. The patient is stable and will remained hospitalized. No clips were implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue injury appears to be due to procedural circumstances. The reported patient effect of tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.